Event description:
It was reported that pump did not detect air in the line.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on april 9, 2024: during functional testing, the reported problem was not duplicated. Test 1: pump was run without tubing and alarmed air-in-line immediately. Test 2: pump was run with tubing, and without an air bubble, and no false air-in-line alarm was triggered. Test 3: a 1 inch air bubble was created, and each time the bubble made it to the air-in-line sensor, the alarm was triggered. The three steps above were repeated 5 times each, and the reported issue was not found in testing. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.